Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title "optical coherence tomography evaluation of carotid artery stenosis and stenting in patients with previous cervical radiotherapy" b3: date of event estimated as 11/01/2017. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported in an article that between november 2017 and march 2019, five patients with a history of cervical radiotherapy were diagnosed with severe carotid artery stenosis and underwent carotid artery stenting (cas). Optical coherence tomography (oct) was conducted before and immediately after the carotid stent implantation. Two patients received oct evaluation of carotid stenting at 6- or 13-month follow-up. The intravascular frequency-domain oct imaging system (ilumien optis) and 2.7f dragonfly duo imaging catheters were used for oct image acquisition. With an 8f guide catheter placed in the common carotid artery (cca), the emboshield nav6 embolic protection system (eps), a non-abbott cerebral protection device or a non-abbott embolic protection device was advanced through the guide catheter and positioned in the internal carotid artery (ica). All patients received balloon pre-dilatation and carotid stenting; however, case 2, 4 and 5 used a non-abbott carotid stent. Case 1 involved a patient presenting with a history of nasopharyngeal carcinoma (npc) of 4 years who had been treated with cervical radiotherapy and chemotherapy (cisplatin, docetaxel, and bevacizumab). Additionally, the patient presented with dizziness for 2 months. Digital subtraction angiography (dsa) showed 70% stenosis at the left ica sinus. The patient underwent balloon pre-dilatation (5x30 mm) and a 7¿10x40mm acculink stent implantation. The residual stenosis was 20%. The patient underwent oct examination immediately after stenting to evaluate the stent¿vessel relationship. There was tissue protrusion and stent strut malapposition. The 4-month follow-up dsa detected that there was no in-stent restenosis. Pre-interventional oct examination of the distal lesion with mild stenosis revealed macrophage accumulations at 2 o¿clock, and there was no clear three-layered vessel structure. More proximally, nearly half of the vessel was occupied by a heterogeneous signal-rich tissue located close to the luminal surface. There was a clear demarcation between the tissue and the outer fibrous tissue. Moreover, there was a micro-vessel at 12 o¿clock. Nearly three-quarters of the vessel was occupied by the heterogeneous tissue at the minimum lumen, and there was irregular signal-poor tissue accumulating at 5¿7 o¿clock. At the proximal site of the lesion, there were multiple layers of heterogeneous signal-rich tissue, forming the onion-like structure. The post-interventional oct evaluation revealed excellent stent strut apposition and smooth tissue protrusion at the image with the minimum lumen. Details are listed in the article titled, "optical coherence tomography evaluation of carotid artery stenosis and stenting in patients with previous cervical radiotherapy".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number were not reported. The reported patient effect of prolapse is not listed in the rx acculink carotid stent system instructions for use (IFU) as a known patient effect associated with the use of a stent in carotid arteries; however, prolapse is listed in the no-fault errors for coronary and endovascular products risk assessment as a foreseeable event. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The reported difficulties possibly caused/contributed to the reported patient effect; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.